Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor, no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. The customer did not return the sensor pack and applicator; as a result, adc is unable to to perform further investigation due to no product returned. Per the initial report the DHR for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as it was not submitted in the pervius report.

Event description:
A customer reported experiencing bleeding after the adc device insertion. As a result, the customer experienced a loss of consciousness however, was able to self-treat with water. There was no third party medical treatment reported as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after the adc device insertion. As a result, the customer experienced a loss of consciousness however, was able to self-treat with water. There was no third party medical treatment reported as no further information was provided. There was no report of death or permanent injury associated with this event.